Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was under-sensing. Additional information received indicated that the ICD relieved inappropriate therapy due to misinterpreting a supraventricular tachycardia (svt) as an actual tachycardia rhythm. The patient was treated medically to resolve this issue. Further information was requested, but no relevant information was provided.